Event description:
It was reported that prm/n35/std/50cm was having flow issues. This was discovered before use. The following information was provided by the initial reporter: connected terumo infusion set however drug didn't drip. Even hcp pressed chemo infusion bag, it didn't drip at all. Replaced by new product and gave the drug to patient successfully.

Manufacturer narrative:
Investigation summary: an actual sample was received for investigation. A review of the device history record could not be performed as a lot number was not provided for this incident. The actual injector received was connected to a spike set and liquid flow was confirmed. Liquid flowed out without any problems. In addition, when the actual luer lock connector part was connected to the mixed injection part upstream of the drip tube of the chemosafe infusion set, the liquid flowed without problems. The cause could not be identified because there was no abnormality such as clogging, and the event was not reproduced. This event is presumed to have occurred due to incomplete connection. In order to prevent the occurrence of poor fluid flow, as part of continuous quality improvement, we changed the shape of the terminal luer connector to the luer lock integrated type (fixed lock) so that the connection can be made more reliably.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is atom. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prm/n35/std/50cm was having flow issues. This was discovered before use. The following information was provided by the initial reporter: connected terumo infusion set however drug didn't drip. Even hcp pressed chemo infusion bag, it didn't drip at all. Replaced by new product and gave the drug to patient successfully.